Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation shows marks of wear in the pedals and buttons. The pins of the connector were in good conditions and the cord was found damaged. The complaint device was connected to a fms vue pump with a test handpiece shaver was used to test the functionality of the device and it was not recognized, the device failed to work. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to a damage on the cable internal filaments, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a damaged cable, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2022, it was observed that the foot pedal(fms vue/nextra) device was working intermittently. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.